Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Around (B)(6) 2020 the recipient was no longer able to hear with the device. This loss of hearing perception happened suddenly while playing. The user was re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around (B)(6) 2020 the recipient was no longer able to hear with the processor on. This loss of hearing perception happened suddenly while playing. There was no shock nor trauma reported. The mother checked the processor which seemed to be working properly.